Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced enterocele, mesh exposure and erosion, dysuria, pelvic pain and dyspareunia. An abdominal enterocele repair and excisions of the mesh were performed.